Manufacturer narrative:
One opened and or used enlite sensor was inspected and tested. Sensor passed per specifications and cannula was bent, unable to confirm if customer received it in said conditions due to it being opened and or used.

Event description:
It was reported that the customer's sensor was bent. The customer's blood glucose level was not reported. The sensor reading was high for days and then low. However, the readings were inaccurate. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.